Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the hcp had difficulty inserting the leads into the header of the 97714. Once inserted all impedances were outside normal limits. The leads were removed and reinserted multiple times with the same impedance results. The leads w ere tested with 355531 and all impedances were within normal limits. A new 97714 was opened and impedances were okay. The issue was resolved with a new ins. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
Analysis findings of product 97714 found that there was no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.